Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) alarm on the homechoice (hc) unit during dwell 5 of 8. The home patient (hp) was still connected at the time of the alarm and did not disconnect anytime prior. The technical service representative (tsr) explained the alarm and asked to call the baxter if any other alarm. Per the hp he disconnected and cleared the alarm and went back to bed. The cause of the alarm was undetermined. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 5 of 8 was not confirmed due to a lack of sample. The cause was undetermined. A lot number was identified and a batch review was performed for lot number (h10h25065) with no defects noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted.